Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when opening a kit affirm att system the ampule broke exposing the patient to the contents. The patient spat it out and rinsed their mouth with water. There is no report of further issue. "Customer problem: atts vial contents accidentally got in the patient's month the liquid got in patient's mouth, she spat it out immediately, and rinsed her mouth with water. Customer does not have any injuries and feels fine."